Event description:
Complainant alleged that while checking the device after a call where the device was soaked by pouring rain, the device displayed message code "status 90". When the device was brought back to the station it only displayed a green dot on the video screen. Later, the device was tested again and it displayed artifact on the video screen. The complainant indicated that there was no pt involvement in the reported failure.